Manufacturer narrative:
Unit received with constant alarm and unable to communicate to test minilink and the glucose sensor simulator to verify lost sensor alarm, problem isolated to rf board. Unable to perform self-test and displacement test due to alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received failed self-test. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and did not required rewind. Customer was unable to troubleshooting for lost sensor. The insulin pump will be returned for analysis.